Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had a problem with a dialysis catheter. Customer reports that while attempting an initial placement of a dialysis catheter, the inserting physician attempted to remove the guidewire from the inner lumen of the pre-curved dialysis catheter and the "j" shaped end of the guidewire became latched to the side of the catheter. The physician was unable to dislodge the guidewire after several attempts and therefore had to remove the guidewire as well as the catheter. The pt required a repeated procedure to place the dialysis catheter, as the first attempt was unsuccessful.

Manufacturer narrative:
Submit date: june 16, 2008. An investigation is under way. Upon completion, the results will be forwarded.